Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 19 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were returned and subjected to an extensive analysis. The visual inspection showed a stretched proximal lead fragment with a damaged insulation between 5 cm and 9 cm distal to the is-1 connector pin. Furthermore cuts and deformations on the distal lead fragment were observed. Blood penetrated the lead. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this lead was explanted due to increased threshold approximately 8 weeks after the implant. During the procedure it was cut into two pieces in order to make the explant easier.